Manufacturer narrative:
Multiple attempts to obtain additional information were made; however, the patient provided the incorrect doctor information and there was no response from patient when attempting to obtain correct information. No information available regarding the product that was involved. Multiple attempts to obtain additional information for an investigation were unsuccessful. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.

Event description:
It was reported by the patient that the gastric band caused pain to the shoulder region. The patient had the gastric band from 2008 to 2020. The patient complained that the band was too tight causing a forced bulimia and the patient was throwing up. The band was adjusted several times to get the right fill; however, the patient felt the band was never adjusted perfectly. The patient could not keep the gastric band too tight due to acid reflux. The patient complained that the gastric band caused pain in the shoulder region. An x-ray was done and a gas build-up was found the patient's upper front shoulder region. The band was removed.